Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted. Additional contact: (B)(6).

Event description:
Event involved a microclave clear connector where it was reported that after infusion was administered to the patient, liquid leaked when the set was opened. It was found that the middle part of the infusion connector was leaking seriously, and the infusion connector was immediately replaced. There was one quantity affected. There was patient involved but no patient harm reported as a result of this event.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.